Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to readings obtained on an adc meter. The customer was unable to self-treat and had contact with a healthcare professional who administered IV glucose to treat hypoglycemia. There was no report of death or permanent injury associated with this event. The customer reported sensor scans of 101 mg/dl and 190 mg/dl compared to adc meter readings of 30 mg/dl and 102 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to readings obtained on an adc meter. The customer was unable to self-treat and had contact with a healthcare professional who administered IV glucose to treat hypoglycemia. There was no report of death or permanent injury associated with this event. The customer reported sensor scans of 101 mg/dl and 190 mg/dl compared to adc meter readings of 30 mg/dl and 102 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.